Manufacturer narrative:
No device was received for investigation. The problem was verified with tech support and corrected by directing the customer to the user manual. User manual states that the reported problem is how its functionally intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was holding the peep (positive end-expiratory pressure) but the dial does not indicate it was holding the peep during use. No harm reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device has not been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.